Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during patient use, the loaner autopulse platform (sn (B)(4)) displayed (user advisory) ua 41 (patient temperature sensor failure) error message on the screen panel. User readjusted the patient but error message could not be cleared. The crew reverted to manual CPR but return of spontaneous circulation (rosc) was not achieved. The user could not specify if the patient outcome was related to zoll autopulse platform product.

Manufacturer narrative:
The reported complaint of user advisory - ua41 (patient temperature sensor failure) on the autopulse platform sn (B)(4) error message was not confirmed during functional test but confirmed during archive data review. The platform was functionally tested. It powered on and successfully performed compressions with a large resuscitation test fixture without the ua 41 error message or any other faults. The testing verified that the temperature sensor is within specification. Although, the ua 41 error message was not reproduced, the storage and shift check conditions are not known. Factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. No physical damage observed on the ap platform during visual inspection. The autopulse platform is a reusable device and was manufactured in june 2013. The device has been operating for over 5 years and has reached its expected serviceable life of 5 years. During archive data review, multiple ua41 was identified on the date the issue occurred. Thus, confirming the reported complaint. Initial functional testing passed without any fault error. The ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, during patient use, the loaner autopulse platform sn (B)(4) displayed (user advisory) ua 41 (patient temperature sensor failure) error message on the screen panel. User readjusted the patient but error message could not be cleared. The crew reverted to manual CPR but return of spontaneous circulation (rosc) was not achieved. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.